Event description:
A nurse reported seven cases of tass (toxic anterior segment syndrome). No pt identifiers were provided and no additional info regarding treatment or outcome was provided. Additional info has been requested on multiple occasions.

Manufacturer narrative:
The customer did not request service to check the system, nor did they send in samples for eval. No further info has been received. The site owns more than one phacoemulsification system and cannot determine which was used for the cases that developed tass. Seventeen component lot numbers for the phaco tip were identified with this complaint. No abnormalities that could have contributed to a customer problem were found during the reviews. One associated component lot number for the I/a (irrigation/aspiration) tip was identified and the device history records were reviewed; no anomalies were detected that could have contributed to the reported event. No lot number was provided for the I/a handpiece and no serial number was provided for the phaco handpiece. Therefore, mfg info could not be obtained for the I/a or phaco handpieces. A site visit was conducted by a company recommended consultant. The consultant observed pre-surgical set up, surgery, and post-surgical cleaning processes. Detailed written recommendations were provided to the site. The root cause is unk. (B)(4).